Event description:
Pt was receiving first vaginal cuff brachytherapy. During the procedure the end of a vaginal tube part number 084.002 and the 3.3 cm cylinder part number 084.350 became detached due to the plug part number 084.103 at the end of the tube becoming detached from it. After completion of the treatment, removal of the vaginal applicator was attempted pulling on the end of the vaginal tube. The plug of the tube became detached. The vaginal tube was removed, leaving the 3.5 cm cylinder set and plug end of the vaginal tube in the pt. The parts were removed by vaginal exam with a tenaculum. No injury or adverse consequences were noted. The metal plug end of the vaginal tube was still attached to the cylinder set.